Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the moved the brightness of back light up but still the screen can be harder to read in certain lighting. Customer's blood glucose value was unknown. Customer also stated insulin pump had unexplained non delivery alarm. The device will not be returned for analysis.